Event description:
Medtronic received info that 14 months post implant of this transcatheter bioprosthetic valve, stenosis and a stent fracture of the valve occurred. The original stent remains implanted and a second melody valve was implanted. There were no adverse pt effects reported.

Manufacturer narrative:
(B)(4). Eval method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that could have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.